Event description:
It was reported that the user received an alert to connect the cgm or enter a blood glucose value, consistent with intermittent communication failure between the dexcom g7 cgm and the ilet system; the sensor reconnected during the call and blood glucose management was not affected, indicating a signal loss with an implicated device component related to the antenna/electrical-magnetic subsystem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, associated with the antenna/electrical-magnetic component of the system. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.